Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to incorrect electrode placement. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached.